Manufacturer narrative:
Device issue with inomax dsir (B)(4) was created as (B)(4). The device investigation was completed on 11-may-2016. Dsir (B)(4) was returned to (B)(4) service center for evaluation. The device was booted up, the touchscreen responded to touch, the display had a pink appearance. The installed sharp display would not illuminate. The device received a new battery as part of the complaint resolution and a sharp display upgrade as part of routine preventative maintenance. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was smart battery fuel gauge drift. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2014-00002).

Event description:
On 16-feb-2016, mallinckrodt pharmaceuticals product monitoring team became aware of a device issue of touch screen not responding with inomax dsir (B)(4). There was no impact or harm to the patient reported. During routine review, an internal employee identified a delivery failure alarm in the service log. There was no preceding alarm to alert the user of a low battery, therefore making this a reportable malfunction.